Event description:
There was an allegation of questionable elecsys hiv combi pt assay results for a patient sample tested on a cobas e 601 module. The initial result was reactive (no numerical result was provided). The repeat result was 5.12 coi (reactive). The sample was repeated on the abbott test and the result was negative. On (B)(6) 2026, the sample was tested on the elecsys hiv duo using the cobas e801 and the result was 3.75 coi (reactive). On (B)(6) 2026, the sample was repeated on the elecsys hiv duo using the cobas e801 and the result was 3.84 coi (reactive). On (B)(6) 2026, the sample was sent for confirmation testing and the results were: vidas® hiv duo ultra - anti hiv 1/2 antibody+p24 antigen (elfa test method): non-reactive cobas 6800 - hiv-1 rna pcr (hiv-1 rna, quantitative) (real time pcr): hiv-1 rna is not detected.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration were acceptable. False positive results can occur with the elecsys hiv combi pt. The investigation did not identify a product problem.